Event description:
It was reported that during a esophagus procedure to repair an esophageal fissure, the proximal part of the jaw was burnt heavily. The jaw was wiped and they kept using the device. However, since it had a difficulty in sealing, they stopped using the device. Another device was used to complete the case. There were no adverse consequences for the patient.

Event description:
New information received: was there an actual hemostasis /coagulation issue or did the device just not work, such as it stopped activating? The device did not just work. It took longer time to coagulate than usual. If yes to hemostasis/coagulation issue, was there any blood loss? No. How much? N/a. Was a transfusion required? No. How was blood loss controlled? Describe how: n/a. What was the size of the vessel or artery? No information. What power setting was the generator on? 3 (min) 5 (max) min power level was set 3. Was the power level adjusted to achieve better hemostasis? No.

Manufacturer narrative:
(B)(4) 2010. Based on new information received that there was no blood loss and that the surgeon felt that the device took longer to coagulate than the surgeon expected, this file no longer meets the criteria for a reportable event. File is not reportable

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.